Manufacturer narrative:
Additional information: a2 (date of birth), a3 (gender), h10 (clinical review) clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized in (B)(6) 2023 for unexplained [peritonitis]. The patient noted the hospitalization occurred at the same time as a biofine recall (1.5%, 6l). The patient stated they did not know how to respond to the recall letter. The patient stated their bags are checked for leaks before using. Additional information was obtained during follow-up with the user facility pd manager. Per the pd manager the patient was admitted into the hospital on (B)(6) 2023 with symptoms of abdominal pain. The patient had a pd culture obtained which had an elevated white blood (wbc) and no organism growth. The patient was diagnosed with peritonitis and was treated with unknown antibiotic therapy. The patient was discharged on (B)(6) 2023, continuing pd with the same cycler. The patient recovered from the event. The pd manager was not able to provide the exact cause given no bacteria grew from the pd culture. The pd manager confirmed this patient is very compliant and checks for any fluid leaks with pd treatment. However, the patient did not experience any fluid leaks or any malfunctions in relation to the event.

Manufacturer narrative:
The plant and clinical investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized in (B)(6) 2023 for unexplained [peritonitis]. The patient noted the hospitalization occurred at the same time as a biofine recall (1.5%, 6l). The patient stated they did not know how to respond to the recall letter. The patient stated their bags are checked for leaks before using. Additional information was obtained during follow-up with the user facility pd manager. Per the pd manager the patient was admitted into the hospital on (B)(6) 2023 with symptoms of abdominal pain. The patient had a pd culture obtained which had an elevated white blood (wbc) and no organism growth. The patient was diagnosed with peritonitis and was treated with unknown antibiotic therapy. The patient was discharged on (B)(6) 2023, continuing pd with the same cycler. The patient recovered from the event. The pd manager was not able to provide the exact cause given no bacteria grew from the pd culture. The pd manager confirmed this patient is very compliant and checks for any fluid leaks with pd treatment. However, the patient did not experience any fluid leaks or any malfunctions in relation to the event.